Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she felt a sudden shocking/ jolting sensation. It felt like she was getting electrocuted or like a thousand bees were stinging her. It was causing her to have jerking on her left side (same side as implant). It was mostly in her shoulder/ arm. The patient checked the implant with the programmer and it was off. The patient said it was occurring with the device on. She turned the stimulation off and the jerking/ shocking stopped. The patient went to the hospital to have it checked out and they did an x ray. Everything appeared to be in the correct location. There was no trauma or falls related to this issue. The only thing she could think of was she had a 25 pound storage crate fall from the top of a closet and she caught it with her left hand but they said that shouldn't have caused it. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.